Manufacturer narrative:
Retain samples of the complaint lot were set against a comparison lot. The reported lot, comparison lot, and viability lot plates were set following the inspection plan procedure in duplicate with e. Faecalis atcc 29212 and e. Coli atcc 25922 using a mcf 0.5 dilution and e. Faecalis atcc 51299 using a 1:100 dilution. A 10^-5 backtiter was set for all viability plates. All the plates were incubated at 33-37c in ambient atmosphere for 24 hours on top of the plate rack (per ip). The complaint was confirmed as complaint lot had good growth with blackening for e. Faecalis atcc 29212. A review of the batch record was also completed. Further review indicated an incorrect raw material was added.

Event description:
Qc failed. E. Faecalis atcc 29212 grew very well. No patient impact reported.